Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "...also on this case, the surgeon was preparing the size for implants,sizer was attached to handle correctly. Before inserting the trial into pt, the proximal (handle) portion completely broke off of the shaft. Appears to be broken precisely where the weld line holds the 2 pieces together. A second handle was used from the avs tl set with no further issues. "

Event description:
It was reported that, "...also on this case, the surgeon was preparing the size for implants,sizer was attached to handle correctly. Before inserting the trial into pt, the proximal (handle) portion completely broke off of the shaft. Appears to be broken precisely where the weld line holds the 2 pieces together. A second handle was used from the avs tl set with no further issues. "

Manufacturer narrative:
No device was returned. We cannot confirm that the reported device is an avs unilif t-handle. The lot number of the device is unknown. Two previous complaints were identified regarding a breakage of the avs unilif t-handle. In both cases the breakage occurred during impaction of the handle. Hence in this case we can suspect that the breakage could be due to strong impaction but the root-cause is unconfirmed. H3 other text : device not returned to stryker